Event description:
The customer states that the cell-dyn sapphire analyzer is generating a diluent sheath empty error. A field service representative (fsr) was dispatched to troubleshoot the issue. The fsr states that while injecting undiluted household bleach into the port of the rbc chamber of the analyzer, the tubing had popped off causing bleach to be sprayed into his eye. An eyewash station was nearby and he rinsed his eye immediately. The fsr states that his eye was burning slightly and that his vision was clear. The fsr continued rinsing his eye with the eye shower for 15 minutes. The eye was treated with polysporin for 48 hours; no medical attention was sought by the fsr. No further adverse impact was reported related to this issue.

Manufacturer narrative:
(B)(4). The fsr was wearing a labcoat and gloves at the time of the incident, but was not wearing protective eye wear. Injection of bleach into tubing using a syringe is part of a procedure included in the troubleshooting instructions per verification processes (vp) 42 and 82. Product labeling addresses the use of hazardous materials and safety precautions including; consult msds for safe-use instructions and precautions. Avoid contact with skin and eyes. If contact with material is anticipated, wear impervious gloves, protective eye wear and clothing. Seek medical attention if irritation or signs of toxicity occur after exposure. A review of complaint documentation was performed and no adverse trends have been identified for the cell-dyn sapphire, list number 08h00-01, related to the reported issue. The fsr was educated in regards to proper protective equipment when performing maintenance on the instrument. Based on the investigation, a product deficiency has not been identified for the cell-dyn sapphire related to the reported issue.